Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The first device jammed after about five clips. The second device locked and could not be opened. There was no damage to the tissue or the duct. Another device was used to complete the case. There was no adverse consequence to the patient. Two device were discarded.

Manufacturer narrative:
Date sent: 04/08/2009. Information is unavailable; device was not returned for evaluation.